Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Software investigation completed. Findings are that the usb port on the computer was not functioning properly, once a another port was used, the issue was resolved. This is not an operating system issue. Software is functioning as designed. Conclusion is that the failure was not caused by a software anomaly, but by a hardware component failure.

Event description:
A medtronic representative reported a navigation system camera that began cycling after running synergy cranial for approximately ten minutes. Status of the system control unit (scu) and positioning sensor unit (psu) were checked in the ndi configuration utility, both were good. Connections to the scu were re-seated and the scu was power cycled; no resolution. When the I/o hub usb cable was connected to a different port on the computer, the camera returned to normal function. Issue was resolved. There was no patient present when this issue was identified.